Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose occurrence 43 mg/dl and treated with carbs. The customer stated not eating the meal or snack that normally eats. Reportedly, the customer stated that the issue caused a scraped knee and arm when "stumbling around" trying to get carbs. Additionally, while contacting tandem technical support (cts), the customer stated that bg levels were 68 mg/dl because of not subtracting a portion of the food bolus as expecting the pump would because of a prior bg entry was below target. Cts educated the customer on the pump's bolus feature cts. Cts advised the customer to consult with their healthcare provider regarding the low bg events.